Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels; however, a specific bg level was not provided. Reportedly, the customer is currently working with their health care provider to make adjustments to the pump settings. No additional information was provided on the reported event.